Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not functioning. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's solenoid valve and active exhalation control module valve were replaced to address the issue. The solenoid valve and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve and proportional valve were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator was not functioning. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's solenoid valve and active exhalation control module valve were replaced to address the issue.